Event description:
It was reported that during a knee procedure utilizing an oxford uni knee phase iii trial meniscal bearing, the bearing trial handle broke free from the bearing trial. Fragments of the blue bearing fell into the wound. All fragments were retrieved.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to fatigue. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." The user facility is outside of the united states. No medwatch report was received. This report is number 1 of 1 MDR filed for this event. (B)(4).